Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. During the procedure, the pacemaker¿s atrial set screw was stripped and could not be engaged despite using multiple hex wrenches. The lead was cut and the device was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported inability to loosen/tighten the atrial set screw was confirmed in the laboratory. Visual inspection identified calcified blood inside the atrial screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening/tightening the set screw.